Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 432 mg/dl. The customer also reported that the insulin pump had motor error alarm. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer was able to complete insulin pump rewind. The drive support cap appears normal. The insulin pump was returned for analysis.